Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing (vp). Follow up was conducted and it was verified that reprogramming had been completed. The lead remain in use. No patient complications have been reported as a result of this event.